Manufacturer narrative:
The customer reported that the tube is not available for evaluation. No analysis or conclusion can be established without the sample. The lot number has been provided and the manufacturing site will perform a review of the lot history records. Information has been added to the database for trending purposes.

Event description:
The customer reported that the cuff of the tube was not inflating. Patient involvement was not confirmed.